Manufacturer narrative:
(B)(4). Reported event was not confirmed as there was no specific event noted on complaint. Review of xrays which demonstrated asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear, acetabular inclination angle of 58 degrees consistent with malposition and superior dislocation of the femoral head with respect to the acetabular cup.a small metallic fragment is seen within the inferior joint space could possibly relate to a fractured implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown stem, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04135 liner, 0001822565-2019-04137 head, 0001822565-2019-04139 stem.

Event description:
It was reported that the patient has underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reasons. Attempts were made to obtain additional information; however, none was available.